Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, the shaft broke about one-third of the length behind the stent when attempting to cross the lesion. The detached portion of the device was outside of the body at the time of the fracture, so the device was just pulled and removed. The procedure was completed with a different stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.50 x 24mm was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 80 cm distal to the distal end of strain relief as well as multiple kinks. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis. (B3) date of event: used the first day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, the shaft broke about one-third of the length behind the stent when attempting to cross the lesion. The detached portion of the device was outside of the body at the time of the fracture, so the device was just pulled and removed. The procedure was completed with a different stent. No patient complications were reported.